Manufacturer narrative:
The liner appears to have been autoclaved. Visual evaluation of the liner identified the laser etch to be partially diminished. This condition is commonly seen after parts have been autoclaved, a process that will physically change the part size.

Event description:
It was reported that surgery time was extended due to the device not seating.